Event description:
It was reported by service report that the head left timing link was broken with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link.